Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed chafing under left breast. Patient described as red area. There was no alleged device malfunction. The patient was recommended by a physician to remove the device and was recommended to use hydrocortisone cream. Follow up indicated that the patient reported that the rash is almost cleared.